Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, after the use of a 6/7f mynxgrip vascular closure device (vcd) hemostasis was not achieved. Additional manual decompression was performed and then procedure was completed. There was no reported patient injury. The device was removed after sufficient time. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock closed, and a used syringe was returned detached from the unit. The sealant and the advancer tube were not returned for this evaluation; therefore, it was concluded that this unit was deployed before its arrival to the cordis laboratory. Additionally, the sealant sleeves were observed partially displaced in proximal direction from its manufacturing position, but no catheter sheath introducer (csi) was returned inserted onto the unit. A dimensional analysis was executed measuring with a ruler the distance between the inflated balloon and the shuttle tube. During this analysis it was observed that the balloon was 4mm apart from the shuttled tube, as expected per the device design. The functional inflation/ deflation analysis of the balloon was attempted to be performed. Nevertheless, during this analysis an inflation lumen blockage was noticed due to the presence of saline solution observed on the inside of the balloon body. This saline substrate was concluded to be the possible cause to the blockage of the inflation lumen. The saline substrate was attempted to be removed using ultrasonic washing techniques, nevertheless it was not possible. Based on the information provided, the condition in which the device was received for analysis and the investigation performed, the failures reported as sealant ¿ failure to achieve hemostasis could not be confirmed due to the nature of the complaint and because no procedural images were provided to analyze the reported issue in obtaining hemostasis. Based on the information provided, a cause to the reported event could not be determined. Per the mynxgrip instructions for use: deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after the use of a 6/7f mynxgrip vascular closure device (vcd) hemostasis was not achieved. Additional manual decompression was performed and then procedure was completed. There was no reported patient injury. The device was removed after sufficient time. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.